Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported the patient will likely undergo a revision due to an unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Corrected: e1. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial op report dated (B)(6) 2015 was reviewed and no complications were noted. X-rays were reviewed and no related complications were noted that affect the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1822565 - 2016 - 00729 - 5 ; 0001822565 - 2018 - 03516.

Event description:
It was reported that patient underwent total hip arthoplasty approximately 3 years ago. Patient reporting pain and difficulty ambulating. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being filed to report additional information.

Manufacturer narrative:
This follow-up report is being filed to report additional information. D11 - m/l taper pres-fit, 12/14, size 15, standard offset; part # 65-7711-015-00; lot # 62831868, therapy date: ni. Trilogy w/ cluster holes, 60 mm od and 1 screw; part # 6200-60-22; lot # 62932885, therapy date: ni. Trilogy longevity crosslinked poly, 35 mm ID, 3.5 mm offset; part # 6305-60-36; lot # 6285005, therapy date: ni.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g1-2, g4, g7, h2, h3, h6, h10. Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. Please note that an error was made when sending the first supplemental report on january 20, 2017; it was erroneously given the number 1822565-2016-00729-2 when it should have been 1822565-2016-00729-1 this supplemental report is actually the second supplemental for this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Updated b4, g4, g7, h2. Corrected: d6, g5. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.